Event description:
IV pump imed pc2tx. Set up to infuse blood transfusion at 135cc/hr. Infused rapidly for setting, completing infusion in 1 1/2 hrs. Biomed discovered it had an 8% infusion rate over what is allowed.